Event description:
The pt had bilateral combination gel/saline-filled mammary prostheses implanted in 1985. Per the information provided from the pt's physician, "py suffers from polyneuropati. Due to the high age of implants, they were exchanged to new ones. The extracted implants were found to have ruptured." The devices were removed in march 2006.